Event description:
Per the clinic, the patient reportedly fell and hit the site of the implant against a door. They were unable to connect to the software with the device for testing.explant and reimplantation is planned, but had not taken place at the time of this report.